Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer's blood glucose level ranged from 400 mg/dl to 500 mg/dl. She took a shot last night manually. The insulin pump alarmed no delivery, low battery, and low reservoir. The infusion set cannula was bent. The device was not returned.